Event description:
The port was placed 11/11/94 for chemotherapy. On 10/17/96, the port was removed and replaced due to subcutaneous leakage of chemotherapy.

Manufacturer narrative:
The port was returned for eval. The port septum showed multiple needle stick marks. Some of them may have been made by a standard hypodermic (or coring) needle. There was blood residue in the reservoir below the septum. There appeared to be only one suture site in the port's silicone over mold. The initial eval showed the port lumen to be patent even though the blood residue could not be flushed out. The port was accessed with a non-coring needle attached to a 12cc syringe filled with water. By occluding the tip opening of the port stem, the port was pressurized to the point that the septum bulged. This was sustained for 15 seconds and no leaks were found. This test was repeated several times with a 3cc syringe and no leaks were found. The port and stem were viewed under magnification and no flaws or mfg defects were found. The subcutaneous leakage of the port was unconfirmed as a leak could not be recreated during the eval. Since the catheter tubing was not returned with the port, no conclusion could be drawn concerning a leak in the catheter tubing or at the port-catheter connection.